Event description:
It was reported that the pump had a motor stall with no recovery recorded, the stall was confirmed in the event logs. No MRI or magnetic interference was noted. "The patient was seen for a refill on (B)(6) 2011, which is when the eri occurred and was noted and the pump had been scheduled for replacement in (B)(6)." The manufacturer representative recommended programming the pump to min rate and covering patient with oral medication. The patient reported having withdrawal symptoms, nothing specific reported. It was later reported that the patient was already referred to a new health care provider. The patient had cancelled an appointment and was not scheduled to be seen until (B)(6). (B)(6) will only take the patient if (B)(6) wants to give him to her because he was already referred to him. She can't take her partners patients. It was later reported that the patient's critical alarm was sounding on the pump. A pump problem was reported. We discussed items and issues with regard to an alarm. The pump was programmed to minimum rate and was schedule to be replaced. The drug used in the patient's first pump was hydromorphone and clonidine.

Manufacturer narrative:
(B)(4).